Manufacturer narrative:
This report is only for the primary motor. The report on primary console, backup motor, and backup console is reported under MFR #2916596-2019-02547, MFR #2916596-2019-02548, and MFR #2916596-2019-02549, respectively. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on centrimag (cmag) and the rpm dropped to 3200 from the set speed of 4000 to 4300 rpm. The lpm was showing dashes. The clinical team attempted to increase the rpm, but the system did not respond. The motor produced humming noise and was switched out with a backup system. The backup system motor made the same loud humming noise and the same situation occurred as before. The backup system was switched out with a loaner system.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the rpm dropping, blank flow, an unresponsive system was confirmed via the log file; however, the reported event of a loud humming noise from the motor was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis. The motor underwent resistance and insulation testing and passed. A log file was downloaded from the returned and associated console (serial #: (B)(6)), reported under MFR # 2916596-2019-02547. A review of the downloaded log file showed events spanning approximately 143 days ((B)(6) 2019 per time stamp). The console was operating the motor at a speed ~4500 rpm with a flow ~4.1 lpm. On (B)(6) 2019 at 05:11, the sub fault ¿sf_ifd_shutdown_detected¿ activated and triggered the alarms ¿system alert: s3¿, ¿set pump speed not reached: m5¿, and ¿flow below minimum: f3¿. At 05:22, the alarm ¿flow signal interrupted: f2¿ activated. The speed dropped from ~4500 rpm to ~3300 rpm and the flow dropped from ~4.1 lpm to 0 lpm. The f3 and m5 alarms were able to be cleared. The centrimag motor was forwarded to the service depot for analysis and was evaluated. Reports of similar events have been documented and a corrective action has been initiated to investigate the issue. The investigation has determined that the event was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. Final disposition of the motor will be determined by the CAPA. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported event was the result of a software design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.